Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. No information provided to date. Lot number is unknown. Premarket (510k) number is unknown. Lot number provided was deemed invalid. Therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported device alarmed for no disposable clamp tubing. Secondary pump utilized, but issue still presented. No additional details provided. No patient injury reported.